Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/wires exposed) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cable connecting the front therapy electrode to ECG a and b was pulled from the strain relief at the distribution node, damaging wires in the cable. Additionally, the front pulse wire pin in the trunk cable connector was bent, preventing the electrode belt from properly connecting with the monitor. The root cause for the damaged cable was excessive force. The root cause for the bent pins was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had damaged cables.